Event description:
It was reported that the old pump was removed due to infection. No further information was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath, lot#, serial# unknown, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).